Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 360-393 mg/dl. The pump supplies were changed and a bolus of insulin was delivered. No damage was observed to the cannula. The bg lowered to 169 mg/dl. The customer did not know the cause of the high bg. The customer declined to complete the pump system check with tandem technical support as the bg had lowered.